Event description:
Customer reported cracking and leaking at female hub connection on t-connector minibore extension set. Occurred with six or seven devices in the infant special care unit with peripheral or PICC lines. Infusions were tpn at a rate of 3 cc/hr on a medfusion syringe pump, and also a blood infusion in which the leak was noticed immediately. Avi pump and pump tubing is used by hosp. No pt harm or injury.